Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an ipg on (B)(6) 2011. It was reported the pt is experiencing difficulty communicating with the ipg via the programmer. Efforts to resolve this matter with use of a different programmer proved unsuccessful. Add'l noninvasive troubleshooting will be undertaken in hopes of rectifying this issue.